Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified middle left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 4 atmospheres. Per physician's comment, it seemed that the balloon ruptured due to the calcified nodule. The procedure was completed with a different device. No complications reported and there was no patient injury.